Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that before surgery, doctor opened the bone cement and found that the powder was leaking out and the aseptic packing bag was not sealed.

Event description:
It was reported that before surgery, doctor opened the bone cement and found that the powder was leaking out and the aseptic packing bag was not sealed.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Corrective action has been initiated for the reported issue. The device was not returned to the manufacturer. Therefore it could not be analyzed. The pictures received analysis show that the cement powder has leaked from the inner pouch. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.